Event description:
During servicing by baxter, technical service identified that likorall 243 es had an issue, while performing functions check it was noted that the emergency pull stop cord was missing. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The baxter technician installed a new emergency stop cord to resolve the issue. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless hand control remote and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. Although there was no patient involved in this incident if the emergency stop function was unavailable during a patent transfer it could lead to a serious injury or death therefore, baxter is reporting this device malfunction.